Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an ar-1934bcf-2 broken on a table. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion. Ref: (B)(4). 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, its anchor broke during insertion. This was detected during an arthroscopic labrum repair of the hip surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. There were no patient harm and no secondary procedure needed.